Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and dysfunctional uterine bleeding. Following insertion, the patient experienced pain, infection, urinary problems, recurrence, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with a d and c. It was reported that the patient underwent tubal ligation on (B)(6) 2007 and leep cone procedure on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient concurrently underwent an endometrial ablation procedure on (B)(6) 2005. Due to bleeding, pain and mesh erosion, the patient underwent revision of mesh on (B)(6) 2012.